Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient currently enrolled in the (B)(4) presented stating they were "losing beats." Upon interrogation is was discovered the patients right atrial (ra) lead and left ventricular (lv) lead were intermittently capturing. Both the ra and lv leads were reprogrammed to a higher output. Both leads remain in use. No patient complications have been reported as a result of this event.